Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized after experiencing shortness of breath with increasing severity over a few days. The patient had been working in his blacksmith shop over several weeks including close proximity to the induction forge. Over the past weeks his health seemed to decline including fatigue and difficulty breathing. It was thought that due to the high electromagnetic compatibility of the induction forge that it could have affected/damaged the implantable cardioverter defibrillator (ICD). The patient¿s ¿normal¿ pacing had been approximately 10%, but over the past several weeks has gone up to nearly 100%. The assumption is that the conduction of the heart had decreased. The patient's ejection fraction had decreased. High fluid retention as the cause of difficult breathing being treated with diuretics. The patient was in the intensive care unit (ICU) for a couple of days. The ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been rep orted as a result of this event.